Event description:
It was reported that during implantable pulse generator (ipg) program check the device was found reached premature battery depletion during warranty period. The ipg remains in use, and planned for explant at a later time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The returned device revealed lifted hybrid bond wires. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.